Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred four times. The customer's blood glucose level was 22 mmol/l. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was performed the self test and the test did not pass. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin one of ambient light sensor. Device passed the self test and displacement test.